Manufacturer narrative:
Additional information: the onyx frontier stent that deformed in vitro was noted upon removing the device from the hoop on the sterile table. The stent was never inserted into the guide catheter and was not implanted. Correction: annex g code. D6a. Implanted date of replacement onyx frontier implanted in patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use an onyx frontier coronary drug eluting stent when it was discovered upon removing the device from the hoop, that the stent was bent (out of package) and a portion of the stents wire was bent away from the delivery system. It was noted that the device was detached, cracked or fractured. The lesion intended to be treated was located in the mid left anterior descending (lad) artery. There was no damage noted to packaging. The device was inspected with issues. Negative prep was not performed. The stent was never inserted or advanced. The defect was discovered before it was loaded onto a guide wire. It was immediately removed from the sterile field after discovery of the bent stent strut. The stent was replaced with a new onyx frontier device that was implanted in the patient. The stent was successfully implanted with no issue noted during deployment and post-dilated was successful. The vessel was patent upon stent expansion, and post-dilation. Ivus was inserted down the vessel (post-dilation) and the vessel still had patent flow. Ivus pullback was performed and the vessel lost patent flow. The patient was coded and expired.